Event description:
Customer report states, we had already sent two power drivers to the manufacturer for complaint for the same reason in may 2020 ((B)(6) (B)(4)). The power driver lost power during use and sometimes stop in the middle of the application. This was also the case on (B)(6) 2020. Both power driver (ambulance and emergency medical vehicle) did not have enough power, the needle could only be turned in halfway. According to the IFU, the led of the power driver is permanently green when the switch is pressed and the power supply is sufficient. At 10% battery power, the led should flash red. However, this was never the case, not even during subsequent tests on the guard. In the above mentioned case, the patient was given peripheral venous access after all. This allowed venous administration of drugs and the patient was hospitalized with status post resuscitation.

Manufacturer narrative:
(B)(4). The DHR file is not available for review as no lot number was able to be provided. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048 rev. 04). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 4.22 secs, insertion 2: 3.75 secs, insertion 3: 3.84 secs. Hard profile (105 lbs/ft3): insertion 1: 9.82 secs, insertion 2: 10.25 secs, insertion 3: 10.22 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 11/2009 and is approximately 11.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer report states, we had already sent two power drivers to the manufacturer for complaint for the same reason in (B)(6) 2020 (g16694, g18340 / tc# 20037017 + 20037018). The power driver lost power during use and sometimes stop in the middle of the application. This was also the case on (B)(6) 2020. Both power driver (ambulance and emergency medical vehicle) did not have enough power, the needle could only be turned in halfway. According to the IFU, the led of the power driver is permanently green when the switch is pressed and the power supply is sufficient. At 10% battery power, the led should flash red. However, this was never the case, not even during subsequent tests on the guard. In the above mentioned case, the patient was given peripheral venous access after all. This allowed venous administration of drugs and the patient was hospitalized with status post resuscitation.